Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as the device is slow and short filling. Flow issues confirmed due to worn circulation pump. Circulation pump replaced. The fill tube was noted to be clogged and related to reported issue. Level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board fill tube replaced. Mixing pump replaced preventatively. I/o circuit card replaced due to faulty circulation pump blown a component on the board. Level sensor replaced. Screen protector fitted. Burn in completed calibration completed general maintenance and functional test completed est completed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen."

Event description:
It was reported that the arctic sun device would take only 1 liter of water. Per follow up information received on 03-jun-2022, there was no patient involvement. Mss stated that when troubleshooting over the phone, empty pads function and total drain were done on the unit before trying to take in water again. No water should have been in the device when it only took in 1l of water. Per sample evaluation result received on 16-sep-2022,level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board.